Manufacturer narrative:
One simplicity radiofrequency electrode was received for evaluation.  A kink was noted distal to the fractured part of the probe. The probe was fractured and detached from the connector. The IFU states, ¿do not bend or reshape the electrode; this can cause permanent mechanical damage.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with specifications and procedures. The cause of the fracture in the probe and the kink in the shaft is consistent with incorrect use of the device.

Event description:
During a sacral radiofrequency ablation procedure, the probe fractured and separated in the patient. An 18g needle was used to turn the broken probe and the broken probe was removed. The probe was replaced and the procedure was completed with no adverse patient consequences.